Manufacturer narrative:
Manufactured july 18, 2016 - july 20, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspections were performed. During visual inspection, a ruptured bladder was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling drug. There was no patient involvement. No additional information is available.